Event description:
It was reported that the patient presented remotely via (B)(6), upon review of transmission, it was found that the right ventricular lead exhibited far p-wave over-sensing. No interventions were performed, and the patient will be seen in clinic to follow up. Patient condition was stable.